Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they changed the infusion set and the o ring did not turn on the tank, took a new tank immediately and it was ok with new one. The customer blood glucose level was 170 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.